Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. It was alleged that the pump¿s history did not show record of a bolus; although it was shown in the meter. The reported insisted on pump replacement. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09/11/2014 with the following findings: a review of the black box shows no evidence of a bolus being delivered or cancelled on the event date. An ezcarb bolus with 55g of carbs was programmed and successfully delivered from the meter to the pump. The ezcarb bolus was successfully recorded in pump history. The pump was exercised for 24hr with no eaw¿s. Investigators were unable to duplicate the complaint. The user¿s basal rates were cleared prior to downloading. There was no defect found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.